Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. Dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v intervals and high rate no n-sustained episodes. It was further noted that the lead had a confirmed fracture, oversensing of noise, an increase in impedance measurements, and inappropriate therapy was delivered to the patient. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.